Event description:
A customer reported dropping their meter in water, and that it would no longer function. While waiting for replacement product, the customer reported feeling dizzy and shaky. They then went to a doctor's appointment, and while there, was sent to the emergency room. Customer was diagnosed with hyperglycemia and was treated with 30 units of insulin to stabilize glucose levels.

Manufacturer narrative:
The customer's product is not expected back as the initial complaint did not involve a product malfunction. The customer's meter was replaced. A follow-up will be filed if any additional information becomes available.